Manufacturer narrative:
This report is for six (6) unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for six (6) unknown screws. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient underwent primary surgery. On (B)(6) 2017, patient underwent lumbar fusion revision to remove l4/iliac matrix/expedium construct due to infection (abscess). All components were removed. Patient outcome was not reported. This report is for six (6) unknown screws. This is report 11 of 13 for (B)(4).